Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued using the existing cartridge for insulin therapy. Additionally, it was reported that the customer received an occlusion alarm. Customer changed supplies and resumed insulin delivery. Blood glucose was 141-162 mg/dl.